Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 365 um was used in a ureterolithotripsy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the fiber suddenly exploded in the middle part of the laser fiber. The procedure was completed with another lighttrail reusable 365 um. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a050502 captures the reportable event fiber misfire. Block h10: investigation results the returned lighttrail reusable 365um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 171.2 cm and the second piece measured 137.5 cm. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed that the pattern of the tip was consistent with normal degradation. Light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displaye "applicator has been used 4 times." No other problems with the device were noted. The reported event was confirmed. The fiber was received in two pieces. The analysis of the returned device revealed that the light from the sma connector was bright and round, indicating no fracture within the connector. Additionally, the exposed glass tip had normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber setup or use contributed to the break. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 365 um was used in a ureterolithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the fiber suddenly exploded in the middle part of the laser fiber. The procedure was completed with another lighttrail reusable 365 um. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.